Manufacturer narrative:
Based on the additional information received, the restenosis from (B)(6) 2006 occurred in the mid portion of the svg to 1st diagonal graft and the cypher stent had been implanted in the distal portion of this graft. The stent was patent on the (B)(6) 2006 catheterization and the (B)(6) 2011 intervention was performed in the proximal and distal rca, therefore, the events reported are considered non-complaint and no longer reportable under MDR.

Manufacturer narrative:
Concomitant medical products: plavix 75mg daily (start: 1993 to present), crestor 40mg, lisinopril 10mg daily (start: 1993 to present), metoprolol 100mg daily (start: 2000 to present), nexium 40mg daily (start: 2000 to present), zetia 10mg daily (start: 2000 to present), nitrostat 0.5mg as needed, ranexa 2000mg daily (start: 2000 to present), isosorbide 24mg daily (start: 2008 to present). The product remains implanted and is therefore not available for evaluation. Additional information will be submitted within 30 days from receipt.

Event description:
On (B)(6) 2011, the patient experienced an unknown event which resulted in placement of 2 non-cordis stents. It was unknown if the patient was hospitalized. The event resolved on (B)(6) 2011. No further information was obtained. The patient indicated that back in 2006, one of his bypasses closed and that was where the stents were placed. This year, on (B)(6) 2011, he had 3 more stents placed, but they were non-cordis. He mentioned axxion and endeavor. On (B)(6) 2011, he had a sharp chest pain. The following day, he had chest pain as well. He has not had chest pain since. He is following up with his cardiologist who is aware of the events. Information received from the physician office indicated that the 1st record shows a (B)(6) 2006 pci where a 2.5 x 23mm cypher stent was implanted in the 1st septal artery. They also have records of the (B)(6) 2011 procedure. They had a catheterization which showed a new occlusion in a saphenous vein graft and complex native left circumflex disease. The patient had 3-vessel occlusion all grafts and a patent lima to lad. Successful ptca with drug-eluting stents was performed in the proximal and distal rca. They used two endeavor stents and one xience stent. There was no information regarding the chest pain events reported by the patient.

Event description:
Additional information was received: the (B)(6) 2011, catheterization report indicated the patient had a svg graft from lima to left anterior descending (lad) and svg wide graft to diagonal and obtuse marginal (om). There was a vein graft to the posterior descending artery (pda). The svg to diagonal graft 100% proximal occlusion with timi 0 flow. Treatment was attempted but aborted due to diffuse distal disease and poor run-off circulation. The report does not indicate the status of the stents in the svg to diagonal graft. The treatments during this intervention were a 100% occlusion in the native distal rca and an 80% occlusion in the native proximal right coronay artery (rca) that were reduced to 0%.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Based on the additional information received, the status of the stents during the (B)(6) 2011 catheterization is unknown, therefore, this is considered MDR reportable due to potential restenosis of the stents. The information received indicated that the patient called requesting medical information and additionally reported adverse events. The patient experienced restenosis after having coronary artery stents implanted. The patient's medical history is significant for allergy to penicillin, coronary artery disease, hypertension, open heart surgery, hiatal hernia and hernia repair. The patient had coronary artery bypass graft surgery in 1995, with a lima to the lad, and svg to the rca and another svg to the ramus. In 2005, the svg to the ramus was treated with a driver stent to the mid svg and a 3.5mm x 18mm cypher to the distal svg. In 2006 the patient had chest pain, angiography was performed and revealed 90% restenosis in the stent in the mid svg that was treated with the implant of a 3.5mm x 13mm cypher stent at 14 atms. At that time, it was noted that the svg to the rca was occluded and there was a lesion in the first septal branch. Approximately two months later an attempt was made to treat the svg to the rca and septal branch, the treatment to the rca was unsuccessful, but the septal was treated with the implant of a 2.5mm x 23mm cypher stent. It was noted at that time that the svg to the ramus and the lima to the lad were patent. The native ramus was occluded proximally and normal distally. There was 90% stenosis of the 1st septal artery treated with a 2.5 x 23mm cypher stent and a failed pci of chronic total occlusion in the rca. Approximately six years after the initial procedure the patient had an angiogram performed revealing that the lima to the lad was patent and a proximal occlusion in the svg to the diagonal. Due to the proximal occlusion in the svg the stents distal to the occlusion could not be visualized and therefore the patency of the stents is unknown, as such this event will be captured and reported as restenosis. An attempt was made to establish flow in the proximal svg that was 100% occluded, but it was unsuccessful and therefore aborted. The native rca was treated with the implant of two endeavor stents and one xience stent restoring flow from 100% occlusion to 0%. The sterile lot numbers for the devices is unknown therefore a device history report review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the information provided it is not possible to determine what factors may have contributed to the event, but there are patient factors including the progression of coronary artery disease, requiring numerous interventions that may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. This is one of two products used in the same patient and reported under manufacturing report numbers 3003742446-2011-00133 and 3003742446-2011-00262.

Event description:
The information received indicated that the patient called requesting medical information and additionally reported adverse events. Initially, the patient had a cypher stent placed in an unknown coronary artery due to coronary occlusion. Approximately a year later, the patient experienced 100% occlusion in unknown coronary arteries. As treatment, the patient was hospitalized and had three coronary stents placed, one known to be a cypher stent and two unknown stents. The event resolved when the patient was discharged from the hospital.

Event description:
Additional information received indicated that the patient had a CABG on 1995: lima to lad, svg to rca and svg to ramus. On (B)(6) 2005, an occlusion in the svg to the 1st diagonal graft was treated with a 4.0 x 18mm driver stent proximally and 3.5 x 18mm cypher stent distally. On (B)(6) 2006, the patient experienced chest pain. Catheterization revealed restenosis of the mid graft svg to the 1st diagonal, which was treated with a 3.5 x 13mm cypher stent. There was occlusion of the svg to rca. On (B)(6) 2006, the patient had a staged procedure for intervention of occluded rca and possible intervention of the septal branch. Catheterization revealed svg to ramus had a patent stent. The ramus was occluded proximally and normal distally. There was 90% stenosis of the 1st septal artery treated with a 2.5 x 23mm cypher stent. Failed pci of chronic total occlusion in the rca.